Manufacturer narrative:
The unit was used in quality inspection at the manufacturer. Per the lead quality inspector, while the monitor was plugged in to a powered-on platform, smoke came out of the ports and power was immediately turned off. During further evaluation it was discovered that one of the pins on the ccm power cord was bent, which was determined to cause the reported issue. The unit was being used normally but gets plugged and unplugged many times during use as a test fixture. While testing the ccm, the srt found that several of the internal components had been damaged due to overheating. The ccm was determined to be beyond economical repair and the ccm was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) did not boot-up and had a blank screen. There was no patient involvement.